Manufacturer narrative:
Correction: h3 inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no damage to the forceps channel. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". [Inspection of endoscope]. 1. Visually check that there are no large scratches, deformations, loose parts, or other abnormalities on the external appearance of the operation unit or scope connector. [Inspection of forceps channel]. 1. Insert the instrument through the forceps plug, and check visually and by hand that the instrument comes out smoothly from the suction/forceps port at the tip of the endoscope and that no foreign matter is expelled. 2. Visually and by hand confirm that the instrument can be pulled out smoothly from the forceps stopper." Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer, that when using an evis lucera colonvideoscope, the instrument was being inserted/removed at an angled state. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there were foreign objects in the channel tube. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (instrument inserted/removed at an angled state) was confirmed due to the bending angle in the up direction did not meet the standard value. In addition to the foreign objects in the channel tube, additional evaluation findings were as follows: there was water leakage due to a pinhole in the channel tube, the play of the up/down knob was out of standard value, the adhesive on the bending section cover had a crack, the universal cord was dirty, and the suction cylinder had a dent. The following components had scratches: the control unit, the grip, the scope connector, the scope connector cover, the up/down and right/left knob, the free/engage knob, the scope connector cover unit, the plastic distal end cover, and the connecting tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.